Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle and/or cartridge to resolve the issue. The customer¿s blood glucose was 79-342 mg/dl.